Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pins measuring 48.0cm was returned for analysis. External insulation abrasion was noted at 25.9-26.1cm and 36.3-37.3cm from the connector pin, consistent with lead friction to another device or feature of the patient anatomy. The silicone insulation was intact at these locations. Operator of the device: reliability laboratory technician. (B)(4).